Manufacturer narrative:
Reported to the FDA on 3/11/2009.

Event description:
Reported by the complainant as follows... The case was found during a scheduled periodic review of the FDA's maude database. Date received: 11/25/2008. Event date: 2008. Event description: 2009: pt had flexi-seal fecal management system that led to rectal bleeding requiring vasopressors, blood transfusion, ffp and ddavp.